Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The field service engineer (fse) maneuvered all instruments to various depths, removed the instrument, and reinserted it. With the green light flashing, the fse applied downward pressure on the instrument, inserting it into the cannula until it was halted, at which point the instrument turned blue. This process was repeated multiple times without any issues. When the fse exerted a bit more force to insert the instrument through the cannula, the instrument reached the end of the guided tool exchange, went slightly further, and then returned to its intended position within the guided tool exchange. The fse explained to the site that this was normal and caused by excessive force during instrument insertion. The fse explained how to properly insert the instrument. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the user applying excessive force during instrument insertion. This issue can be resolved by using proper technique during instrument insertion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer informed the technical support engineer (tse) that they encountered an issue with the da vinci during a tool exchange, where the instrument would not stop at the original location. The customer demonstrated this intermittent issue during the case, specifically with arm3, which was having the guided tool change problem. The tse reviewed the logs but did not find any errors associated with the reported issue. The customer continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was no patient injury, and the tissue was not damaged due to the issue. The instrument did not sustain any damage due to the excessive insertion.